Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedance measurements less than 200 ohms which gradually decreased. There was no noise present and all other measurements were within normal limits. The physician suspected an insulation breach. A revision procedure was performed and no insulation breach was observed. The physician decided to surgically abandon the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.